Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused pneumonia, dizziness and skin irritation. . The patient did receive medical intervention and reported to have been hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused pneumonia, dizziness and skin irritation. The patient did receive medical intervention and reported to have been hospitalized. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer.the manufacturer found no evidence of foam degradation. The device's downloaded event log was reviewed by the manufacturer and found error code e-53. The manufacturer concludes no evidence of sound abatement foam degradation/breakdown. In the intial report b5 section was mentioned incorrectly which should have been as below- the manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused dizziness, lightheaded, skin irritation, difficulty breathing/short of breath.